Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon symmetric x3 patella; 5550-g-298; x8e1. Triathlon prim tib baseplate - cemented; 5520-b-400;t uoib. Triathlon cr fem comp #4 l-cem; 5510-f-401; akk7s. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported through the submission of a primary and revision usage sheet that the patient's left knee was revised. A triathlon x3 tibial bearing, triathlon x3 tibial symmetric patella, triathlon primary tibial baseplate, and triathlon cr were revised to a triathlon x3 tibial bearing, triathlon total knee cemented stem and universal baseplate, and a triathlon ps.